Event description:
As reported by the implant physician's office, the patient expired approximately one week post tavr. The cause of death was not provided.

Manufacturer narrative:
Reference related manufacturer report # 2015691-2013-21849.

Manufacturer narrative:
Additional information provided by the hospital source documents indicated that after the deployment of the first 23mm sapien valve, and after post dilatation, the patient was left with mild paravalvular leak (pvl) as confirmed by transesophageal echocardiogram (tee). On pod1, a repeat echo revealed moderate- severe pvl. Within the week, the pvl worsened and the tavr team decided to deploy a second sapien valve in a more ventricular position to the first to see if the overlapping stent skirts would isolate and obliterate the pvl. The second 23mm sapien valve was deployed without significant change in the pvl. Both valves were post dilated with a 23/40mm edwards balloon but there was no significant decrease; the patient continued to have mild-moderate pvl at the end of the procedure, ¿likely due to eccentric calcification¿. No further intervention was attempted. At the end of the case the patient was transported to the intensive care unit in stable condition. On pod3, she was noted to have developed pseudoaneurysm, as well as acute blood loss anemia, secondary to the groin incision. She received a blood transfusion and was transferred to the ICU for respiratory failure and bipap. The patient¿s hospital course was further complicated by persistent renal dysfunction with refractory congestive heart failure. Rather than placing her on dialysis, her family opted to transition her care to palliative care and she expired on pod7. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. There are multiple potential etiologies for respiratory failure, including exacerbation of underlying copd, volume overload, infection/ pneumonia, and congestive heart failure. Congestive heart failure is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. In this case, it appears that the continued pvl after the deployment of the second valve occurred as a result of the patient¿s eccentric calcification. Record review indicates that the refractory heart failure may have contributed to the patient¿s eventual death, in addition to her significant medical history as noted above. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This report represents the second valve used in the procedure.

Manufacturer narrative:
Investigation is ongoing.